Event description:
Caller alleged discrepant results compared with competitive finger stick meter. Results as follows: day 1, inratio 2: 1.9, meter: 1.8. Day 2, inratio: 1.8, meter: 1.3. Inratio2 and meter results were obtained within one hour of each other.

Manufacturer narrative:
Investigation pending.